Event description:
It was reported that a patient who has a model 106 that was implanted in (B)(6) 2018 has an infection and the device is scheduled to be removed. Device history records for the lead and generator were reviewed and both devices were confirmed to have been hp sterilized prior to distribution. No additional or relevant information has been received to date. No known surgical intervention has occurred to date.